Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of large volume infusor burst and leaked into the over pouch. The device had been filled with 8000mg flucloxacillin in 240ml 0.9% sodium chloride (nacl). This issue was identified prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4, and h6. H4: the lot was manufactured from july 22, 2020 - july 23, 2020. H10: the actual device was not available. However, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted, that the photograph did not clearly show evidence of rupture from the device bladder. Evidence of rupture would be a clear image of a slit, hole or opening directly from the bladder. This was not clearly shown in the photograph. And therefore, the reported rupture could not be verified. However, the photograph clearly showed a pool of fluid within the bag, that contain the returned infusor device, which suggested a leak had occurred. The cause for the leak could not be determined. A batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.